Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for broken caps with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had a broken cap.

Manufacturer narrative:
This MDR is corrected to include multiple PMA / 510(k) numbers. The original MDR included only #k023331. This is corrected to include the information for the additional PMA / 510(k) number: PMA / 510(k)#: bk050036.